Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 1. Date of this report. 2. Date received by manufacturer. This report is associated with MFR report number: 1. 3005168196-2017-001360.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 119.0 cm from the proximal hub until the catheter was fractured. The remaining length of the catheter was necked around the wire and was damaged along its length. Conclusions: evaluation of the returned devices revealed that the 3max was stretched and fractured while the penumbra system ace 68 reperfusion catheter (ace68) was also stretched. Since the stretching on these devices started at roughly the same distance from the hub, it is likely that these all became pinned within the vasculature at some point. When the physician retracted the non-penumbra guidewire, the resistance they experienced was likely due to the devices being pinned. Subsequently, retracting the 3max and non-penumbra guidewire through the pinned ace68 would likely result in the severe stretching and eventual fracture of the 3max as well as the stretched region of the ace68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-001360.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician placed a non-penumbra sheath in the target vessel then advanced the penumbra system ace 68 reperfusion catheter (ace68) with the 3max and a non-penumbra wire. While attempting to remove the wire from the 3max, the physician experienced resistance at the wire. Therefore, the 3max and the wire were removed all together. The physician then re-advanced the same 3max with the same wire; however, resistance was encountered again when the physician tried to remove the wire from the 3max. Therefore, the physician removed the 3max and the wire all together. Upon removal, the physician noticed that the 3max was stretched. In addition, the physician experienced resistance while removing the 3max from the ace68. Therefore, the procedure was successfully completed using a new kit, 3max and wire. There was no report of an adverse effect to the patient.